Event description:
This device was explanted due to would not interrogate after implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The device was successfully interrogated with a clinical programmer. An analysis of the implants memory content as well as visual inspection revealed no anomalies. The communication was stable at a distance of 5 cm from the programmer head. Further thorough investigation of the electronic module did not show any anomalies. The root cause for these problems could not be determined conclusively. In summary, the device could be interrogated with a clinical programmer without any issues. The root cause of the reported interrogation problems could not be determined. It cannot be excluded that external influences, e.g. Electromagnetic fields, or the implants position contributed to the clinical observation.